Event description:
It was reported the patient presented with an infection. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) was reviewed; no evidence of abnormal sterilization cycle was found associated with this serial number. The implantable cardioverter defibrillator (ICD) was received for analysis. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported the right ventricular (rv) lead could not be explanted. The lead was capped and replaced 19 mar 2024.